Event description:
It was reported that following a femoral angiogram, an angio-seal was selected for use. The pt has presented to the cath lab for a possible acute myocardial infarction (ami) with no blockages. The pt's dressing was dry and intact with no bleeding or hematoma. The pt remained in the hosp overnight for gi testing. Twenty-four hours later, the pt complained of pain in the right quadrant and became weak, diaphoretic, and hypotensive. At 1830 in 2009, a CT scan revealed retroperitoneal bleed (27x11x6cm) and pseudoaneurysm. The pt's hemoglobin dropped from 16.3 to 8.9 over time. Four days later, a follow-up CT scan revealed no changes and one unit of blood was transfused to the pt. Eight days later, the pt was discharged.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.